Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. Customer returned insulin pump for an alleged charge/battery lasts less than expected and retainer ring damage found on october 03, 2022. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thus. Insulin pump trace download analysis confirmed the insulin pump alarmed insulin pump error power loss alarm on september 01, 2016 13:14:00.000, replace battery now alarm on september 01, 2016 12:43:00.000 and low battery alert on september 01, 2016 03:02:00.000. The power management graph confirmed power loss alarm, replace battery now alarm and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. Confirmed retainer ring damage and conformed low battery alert was due to connector resistance electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.